Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was not capturing and was dislodged. The lead was removed and replaced. The patient is enrolled in the (B)(6) trial. No patient complications have been reported as a result of this event.